Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported the unit displayed a blinking light; however, it would not power on. There was no patient involvement. The device was sent in for repair with the manufacturer's international service technician and was confirmed the unit would not power on, and the alternating current (ac) light was blinking. The manufacturer's international service technician replaced the power management board, and the issue was resolved.